Manufacturer narrative:
The reported event of missing set screw was confirmed. The device was above elective replacement indicator (eri). The ventricle setscrew was unable to be found within the device. DHR review was analyzed to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. No device anomalies were found.

Event description:
During implant, the device was observed to be missing the right ventricular set screw. The event was resolved by explanting and replacing the device. The patient was in stable condition.